Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: 9015921 was provided, however, this is not a batch # for this product. Medical device expiration date: unknown. Initial reporter phone #: unknown. PMA / 510(k)#: k980987 ((B)(4)) k151766 ((B)(4)). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that during use leakage occurred at the connection site with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported there was a leak out of the seal that connects the syringe and needle. Additionally, the bd sales consultant provided the following additional information: (2 of 2 complaints) caller reported [customer reported that while attempting to fill cartridge with insulin, insulin began to severely leak out of the seal that connects the syringe and needle]. Number of occurrences - [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - cts could not determine if issue was caused by needle or syringe, needle: bd 26 g, 3/8" needle, pn 305110, syringe: bd 3ml syringe, pn 309657. Product lot # - [9015921 for syringe]. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Contact: (B)(6). Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required.